Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 150 units. Reportedly, the cartridge was filled with 200 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer loaded a cartridge successfully and received an accurate fill estimate.